Manufacturer narrative:
On (B)(6) 2020 "labeled for single use? No" was erroneously submitted in initial report. The correction should be yes for labeled for single use?. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of patient's impacted product, a 400cc mentor memorygel breast implant serial catalog (B)(6),serial number (B)(6), lot number 6760812. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturerâ¿¿s reference number: (B)(4).

Manufacturer narrative:
On january 6, 2022, mentor became aware that patient experienced capsular contracture baker grade iii post procedure.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with an unspecified smooth gel breast implant experienced right sided capsular contracture baker grade ii post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.